Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported by the account that the physician may have been pushing too forcefully on the bdc during advancement which resulted in the shaft separating. It should be noted that the coronary dilatation catheters (cdc), trek and mini trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported shaft separation. The investigation determined the reported shaft separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery that was moderately calcified. During advancement of the mini trek balloon dilatation catheter, the proximal shaft broke outside the guiding catheter. The md stated he may have been pushing too forcefully. Another mini trek was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.